Event description:
It was reported that the cuff was checked prior to use and it was good. The patient was then intubated, throughout the case the cuff was keep on deflating slowly. Throughout the procedure the cuff had to be inflated. Once the patient was extubated the tube was checked again and the cuff still had no leaks. When tested in water, there was bubbles present at valve. The leak was at the valve site. No impact or consequence to patient

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.